Manufacturer narrative:
The insulin passed the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test. All test boluses recorded in the bolus history. No bolus anomaly or history anomaly noted. The insulin pump alarmed failed self-test alarm during self-test due to faulty radio frequency board. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a failed self-test alarm and high blood glucose. The blood glucose at the time of the incident was 250 mg/dl. The customer states the pump alarmed failed self-test two and a half weeks prior to this call. The failed self-test alarm is now reoccurring every day at the same time. Troubleshooting was performed and asked the customer to program a bolus into the air. The customer mentioned having high blood glucose, but there was no troubleshooting performed because the pump was being replaced. The bolus did not record in the history.